Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise and far field r-wave (ffrw) oversensing observed on the right atrial (ra) lead, and t-wave over sensing (twos) observed on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.